Manufacturer narrative:
The pump was received with cracked and bleeding lcd glass, scratched display window, cracked display window corner and cracked belt clip slot. (B)(4).

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump fell in the shower. It was reported that the pump was cracked near the up arrow button and lcd was blacked out. The customer's blood glucose level was reported to be 250.2 mg/dl. It was reported that the pump would be replaced and returned for analysis.